Event description:
According to the event description: "therapy start: (B)(6) 2025,1911 hours. Incident drug name: tpn (with electrolytes) [nutriflex omega special] infusion 1250ml. Prescribed vtbi (volume to be infused, ml): 1250mls. Prescribed dose or rate (ml/hr): 52.1mls/hour. On (B)(6) 2025 at 1900 hours, tpn (with electrolytes) [nutriflex omega special] infusion 1250ml IV intermittent. Central vein 1,250 ml was administered to patient by ssn. Infusion rate was set at 52.1 mls per hour; total volume was 1250 mls. On (B)(6) 2025, at 1610 hours, tpn was completed 3 hours early than expected time. Upon checking the pump setting was correct. The infusion line was twisted (refer to pic attached) upon door opening."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The data of the complained pump was for an infusomat space (article no. 8713050) with serial number (B)(6). The uploaded history files of the pump and the picture stated in the complaint were analyzed. The device was not available, but the uploaded picture in the cc notification showed a twisted line after the incident occurred. The disposable was wrong inserted by user. A twisted line will lead to over- or underinfusion situations during an infusion therapy. The defect was assessed as not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. UDI number (B)(4) premarket submission # k083689, k142596, k191910.